Event description:
Caller states the device produced a result of 700 mg/dl. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent. Numeric reading range of device is 10 mg/dl to 600 mg/dl.